Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
As reported: a male patient of unknown age presented for a microwave ablation procedure of the liver using the solero microwave system. The solero probe was placed, and approximately 7 seconds into the procedure, an error 209 temperature warning displayed. The saline was checked, it was chilled, but as a precaution, was changed for a second chilled bag of saline. Error 209 displayed again. The probe was removed and set aside. As the customer did not have an additional solero probe readily available, the procedure was delayed approximately 40 minutes while a new of the same probe was obtained. During this delay, the patient remained sedated. This event was assessed as meeting the criteria of an adverse event due to patient safety risk of prolonged sedation. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one solero probe. A visual examination of the device noted the applicator was bent. Functional testing was performed, however, an error 209 could not be duplicated during testing. The reported complaint was not confirmed as no 209 errors were seen during power testing. A root causse for the event cannot be determined as error 209 can occur for a number of reasons. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the solero probe assembly process was performed to determine how assembly of components can affect fluid flow through the device. The CAPA has implemented 2 process changes for the probe shaft sub-assembly (s/a); new press inserts implemented on (B)(6) 2019 and joggle jig on (B)(6) 2019. Both of these were implemented to make the assembly of the semi-rigid/thermocouple into the probe shaft more robust for coolant flow. The reported packaging lot had probe shaft s/a's manufactured before these changes. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).